Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a loose connection with the adapter. The patient found this before treatment. The transfer set was replaced to continue treatment. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which noted that the female connector was separated from the main body of the set. Functional testing which included leak test, clear passage test and clamp function test were performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be manufacturing related; caused by inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.